Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a sleeve stuck in the reported problem area of the pipetter assembly. The fse replaced the collet and cleaned the sleeve. The instrument was inspected, tested without further problem and returned to service.